Event description:
It has been reported to philips that the host pc was not starting. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that bios battery was failing. The bios battery has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the host pc was not starting. The fse checked the system and found a problem with the bios (built in operating software) battery of the host pc. The fse replaced the bios battery and then re-configured it. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.